Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
After further review, a complete system was successfully implanted on the date of this complaint. Upon return, this catheter system underwent detailed analysis. The hub was not broken and the shaft was not cut when received. The device was flushed and a leak was observed in the hub area. There was no evidence of damage while the hub was intact. The hub broke unintentionally with very little force as the actuator was pressed. The hub and rubber seal material were inspected and no cracks or damage were observed. There was good contact between the hub and the rubber seal material. The investigation concluded that the hub did leak. Factors that may contribute to a hub leak are incorrect hub assembly, inadequate hub seal, damaged hub or seal material and breaks or voids in the hub webbing. .

Event description:
.

Event description:
Boston scientific received information that the implant procedure was abandoned due to excessive blood loss where the catheter ends and the valve starts. There was the inability to flush due to air bubbles which occurred when attempting to draw back on syringe. No other adverse patient effects were reported.